Manufacturer narrative:
Information contained in this record was previously submitted thru 410 psr on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: analysis of the returned device identified: brown particles, weight to the spec and deformation. Bubbles in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. Reason for reoperation is inflammation. The event of inflammation is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side "inflammation response". The device has been explanted.